Event description:
It was reported that a device fracture occurred. A 200 cm x 10 cm fathom-14 was selected for a peripheral artery embolization (pae). The wire was prepped according to the instructions for use. During the procedure, however, the wire broke at the proximal end within the catheter. The procedure was completed using an alternate method. There were no patient complications as a result of this event.